Manufacturer narrative:
A ge service rep performed an onsite investigation. The boards were reseated and the software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that when powering up the system it would not boot up successfully. There is no report of injury or death associated with the event described in this complaint.